Manufacturer narrative:
Other products associated with this event: batteries:bat315535 and bat317534 (B)(4). Two batteries, bat317534 and bat315535, and one controller, con102065, were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start event on (B)(6) 2016 at 00:54:39 and 00:54:45, respectively. A controller ac adapter was connected to power port 1 and a battery (bat315556) was connected to power port 2 with 41% relative state of charge (rsoc). No anomalies were noted prior to the loss of power. The same power sources were recorded were connected after the loss of power. Log file analysis also revealed a power disconnect alarm that was recorded on (B)(6) 2016. The power disconnect alarm was the result of a communication error between the controller and battery. Analysis of the controller revealed that the device failed visual inspection due to a displaced o-ring on power port 1 and a loose power port 2 connector. Despite the loose connector and displaced o-ring, the connection between both power port connectors and a test battery was stable. The controller also failed visual inspection due to a missing serial port data cap. The most likely root cause of the missing serial data port can be attributed to mishandling of the unit. Analysis of the two batteries revealed that the devices met specifications; the batteries passed visual examination and functional testing. The batteries were able to charge and provide power to a test controller. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. Other products associated with this event: battery:bat315535; exp date: 02/28/2017; MFR date: 02/18/2016; UDI:#(B)(4); received date: 06/21/2016; (B)(4). Battery:bat317534; exp date: 03/31/2017; MFR date: 03/06/2016 UDI#: (B)(4); received date: 06/21/2016; (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in the clinic on (B)(6) reporting loose power connections on controller, that in one case, resulted in a double power disconnect. Site examined connections on controller and determined them to be loose on both sides. An elective controller exchange was performed and stated that patient to be stable post event. No additional information available.